Manufacturer narrative:
Updated with failure analysis evaluation. Updated section "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated codes to reflect failure analysis results.

Event description:
It was reported to philips that the battery for the device won't charge ((B)(4)). There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. The battery was received without any charge but was able to charge in both the mrx heartstart unit and cadex c7200 battery analyzer. After charging the battery, the unit operating on battery power only (ac power removed) was able to successfully deliver all attempted shocks and the delivered energy was measured within passing range. The battery was also successfully calibrated and the capacity was confirmed to be within range. Upon conclusion of the analysis, the reported issue could not be verified.

Event description:
It was reported to philips that the battery for the device won't charge ((B)(4)). There was no patient involvement.